Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the initial drain. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient line had not been properly primed prior to the patient connecting themselves for therapy. The power was cycled to clear the alarm. Proper procedures were reviewed and the patient planned to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the initial drain stage, where the patient had connected to the device prior to priming the patient line. This is a known cause of this error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.